Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the extractor for 4.0 mm diameter was broken off during the extraction surgery."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection has shown that the received extractor shows signs of normal and prolonged usage however its tip is found to be broken. The breakage surface shows mixture of rough and smooth surface. Absence of plastic deformation indicates that the breakage was instantaneous due to high torsional and bending overload. However, it cannot be excluded that residual stress from previous usage also contributed in the breakage. We were allowed to analyze the microscopic lateral view of the fracture face of the extractor and the broken end, the fracture face is diagonal, indicating high lateral forces during fracture. As per the dimensional inspection and hardness testing, the returned device was found to be within specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The breakage shows typical signs of torsional and bending overload applied on the extractor during the surgery. If more information is provided, the case will be reassessed.

Event description:
As reported: "the extractor for 4.0 mm diameter was broken off during the extraction surgery."